Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to an advisory/recall notice. Additional information was received stating the patient had high left ventricle pacing thresholds. Preliminary analysis discovered the battery had prematurely depleted.